Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D11. Concomitant med products and therapy dates: cutting blades: on (B)(6) 2024. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the saw blade lock mechanism on the battery oscillator device failed, and the saw blade fell off during use. It was reported that the scrub nurse felt that she hadn¿t secured the blade fully and a second blade was used, and the same failure occurred. It was reported that the blade lock appeared loose/minimal resistance. It was not reported if there was a delay in the procedure due to the event. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the battery oscillator device saw blade lock mechanism on the battery oscillator device failed, and the saw blade fell off was confirmed. An assessment was performed, and it was determined that the device failed visual inspection due to a detached turn knob. It was determined that due to the turn knob falling off a saw blade could not be secured. It was further determined that the device failed pretest for general condition and check the quick coupling for saw blades. The issue with the detached turn knob is covered under a CAPA. The cause of the found defect is a confirmed design related issue.